Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the sagittal saw attachment device had a damaged housing. It was determined that the front of the attachment was heavily damaged; and the bearings, shaft and set screw were worn out. It was further determined that the device failed the blade tool coupling test, machine coupling test, free movement test, oscillation frequency test and saw performance test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.